Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned lens showed half the lens was torn off and missing. (B)(4).

Event description:
It was reported that the trailing haptic of the aq2010v three piece silicone lens tore as the lens was being inserted in the eye. The surgeon retrieved the lens without enlarging the incision and there was no patient injury. The reporter stated the event was due to a loading error.